Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2013 at 15:15:38. During night drain cycle five, the patient's ultrafiltration reading was 1264ml, indicating the home patient (hp) drained 1264ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the min. Drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.